Event description:
Additional information was received indicating that the pump had not been used on a patient in a long time.

Manufacturer narrative:
No product was returned, but the pump was repaired onsite by a smiths medica field service technician at the customer facility. The initial condition of the j9 connector was not correct per procedure, but the connector was in good condition. The glue was installed per procedure and the issue was resolved.

Event description:
Information was received indicating that a smiths medical medfusion pump displayed "battery depleted" and shut down without giving any low battery advisory before shutting down. The pump was running for several hours on battery power prior to shut down. The issue occurred during removal/at the end of therapy and there was no patient or clinical injury.